Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd insulin syringe with bd ultra-fine¿ needle the consumer was not able to inject insulin into his body after drawing up because the plunger rod was stuck/stiff. This complaint was created to capture the 2nd of 3 related incidents the following information was provided by the initial reporter : 2 boxes of 90 affected. 1 needle was clogged. Several syringes were able to be aspirated, but were unable to be injected. From phone call on (B)(6) 2023 08:11:35: consumer stated, he was not able to inject insulin into his body after drawing up because the plunger rod was stuck/stiff. Stated, he could not understand why it was easy to "draw" the insulin but he couldn't inject the insulin. 4 syringes affected. Stated, once, when he was taking inject and he noticed there was no insulin in the barrel because the needle had not drawn the insulin. 1 syringe affected cl.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insulin syringe with bd ultra-fine¿ needle the consumer was not able to inject insulin into his body after drawing up because the plunger rod was stuck/stiff. This complaint was created to capture the 2nd of 3 related incidents the following information was provided by the initial reporter : 2 boxes of 90 affected. 1 needle was clogged. Several syringes were able to be aspirated, but were unable to be injected. From phone call on 2023-10-30 08:11:35: consumer stated, he was not able to inject insulin into his body after drawing up because the plunger rod was stuck/stiff. Stated, he could not understand why it was easy to "draw" the insulin but he couldn't inject the insulin. 4 syringes affected. Stated, once, when he was taking inject and he noticed there was no insulin in the barrel because the needle had not drawn the insulin. 1 syringe affected cl.